Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch regarding this issue. We manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. We have received 6 closed and 1 open samples. The open sample is unused, with the needle detached from the thread and the thread still wound on the pack, the needle is missing. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of the closed samples received and the results fulfill the requirements of the european pharmacopoeia (ep): 0.65 kgf in average and 0.01 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46 kgf in minimum). 3 of the samples received has needle attachment result that does not fulfill ep requirement for minimum. Also, the average does not fulfil ep requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375 if additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that when opening the package it was found that the needle was detached from the thread. There is no patient involvement.